Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) and two (2) controllers ((B)(6), (B)(6)) were returned for evaluation. A review of the manufacturing documentation confirmed that the associated pump met all requirements for release. A review of the controllers¿ manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of (B)(6) revealed contamination within both power ports and pump connectors. The observed contamination is an additional finding, not related to the reported event, likely due to the handling of the device. Functional testing revealed that the no power alarm sounded briefly when both power sources were disconnected from the controller and a controller fault alarm was triggered during testing, indicating an issue with the internal battery. Internal inspection revealed that the internal nickel-metal hydride (nimh) battery, which powers the no power alarm, was swollen. After the internal battery was replaced, the controller performed as intended. Failure analysis of (B)(6) revealed that the returned controller passed functional testin g. Visual inspection revealed contamination within the pump connector. The observed contamination is an additional finding, not related to the reported event, likely due to the handling of the device. Internal visual inspection of (B)(6) did not reveal any anomalies. Log file analysis revealed that (B)(6) was the primary controller in use during the reported event, (B)(6) was the initial backup controller, and (B)(6) was the last backup controller used. Of note, (B)(6) is loaded with the alternate software for the pump start algorithm. Log file analysis associated with (B)(6) revealed two (2) controller fault alarms were logged on (B)(6) 2024 at 09:45:07 and 14:35:30, as well as multiple event exceptions logged on (B)(6) 2024, indicating an issue with the internal battery. In addition, log files revealed that the controller had been in use for more than two (2) years. Review of the alarm log file revealed one (1) vad disconnect alarm was logged on (B)(6) 2024 at 10:50:13, indicating a physical disconnection of the driveline from the controller. One (1) controller power up event without a successful motor start was then logged at 15:00:44. Log file analysis associated with (B)(6) revealed one (1) controller power-up event was logged on (B)(6) 2024 at 09:19:03. Various parameters, including time, patient ID, and pump ID were programmed following the initial controller power up event, indicating the power up event occurred during the initial programming of the controller and/or a controller exchange attempt. Further review of the event log file revealed one (1) controller power-up event was logged on (B)(6) 2024 at 11:11:55. This was followed by a vad stopped alarm at 11:12:50, as well as an unsuccessful motor start event logged at 11:12:49, indicating that the pump failed to restart after multiple attempts. An additional controller power-up event without a successful motor start was logged at 11:14:25, followed by a vad disconnect alarm at 11:14:30. Further review of the alarm log file revealed one (1) controller power-up event was then logged at 15:30:28. Log file analysis associated with (B)(6) revealed one (1) controller power-up event on (B)(6) 2024 at 10:13:50, followed by one (1) vad disconnect alarm logged at 10:13:57, indicating that the controller was powered up without the driveline connected. The vad disconnect alarm cleared at 10:13:59, indicating that the driveline was connected to the controller, after which a successful motor start event was recorded at 10:14:03. Further review of the log files revealed that (B)(6) was not in use prior to the controller power up event, and last had power on (B)(6) 2024, indicating that the controller power-up event and vad disconnect alarms occurred during a controller exchange. Log file analysis also revealed a motor start event recorded on (B)(6) 2020 at 12:08:02 in which the motor start parameters were atypical. As a result, the reported events were confirmed. (B)(6) was in scope of fca cvg-21-q3-21 [subgroup 3], which was initiated for pumps with failure to restart. Based on an investigation conducted under CAPA pr00532915, the most likely root cause of the failure to restart event and atypical motor start parameters may be attributed to outer shroud contact that created more friction at the housing to impeller interface. The most likely root cause of the vad disconnect alarms can be attrib uted to a physical disconnection of the driveline from the controllers, likely due to troubleshooting and/or controller exchange. The most likely root cause of the vad stopped alarms can be attributed to a failure of the pump to restart after multiple attempts. The most likely root cause of the reported controller fault alarm event involving (B)(6) can be attributed to a reduced charge capacity of the internal nimh battery. CAPA pr00492825 investigated internal battery issues with controller 2.0. Even though this CAPA is closed, (B)(6) falls within the bounds of this CAPA. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: controller d4: serial#: (B)(6) d9: yes, return date: 19-dec-2024 h3: yes d1: controller d4: serial#: (B)(6) d9: yes, return date: 19-dec-2024 h3: yes, investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model#: 1420 / catalog#: 1420 / expiration date: 28-feb-2021 / serial#: (B)(6) d9: no h3: no h4: mfg date: 24-feb-2020 h5: no d1: heartware ventricular assist system ¿ controller 2.0 d4: model#: 1420 / catalog#: 1420 / expiration date: 31-jan-2025 / serial#: (B)(6) d9: no h3: no h4: mfg date: 04-jan-2024 h5: no medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller exhibited a controller fault alarm due to a depleted internal battery. The controller was exchanged, and the ventricular assist device (vad) stopped and did not restart. An alternate software controller was then used, and the vad restarted successfully. The vad remains in use. No patient complications have been reported as a result of this event.